Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, per additional information received, the nurse clamped the catheter immediately and a new catheter was inserted 2 days later. No patient injury.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states before starting dialysis the snap lock hub disconnected from the catheter.

Manufacturer narrative:
Evaluation summary: a device history record (DHR) review revealed no discrepancies that may have contributed to a complaint of this failure mode. All quality assurance testing performed during manufacturing was acceptable. The quality assurance review of the visual, physical and dimensional evaluation results indicated that the product met specification requirements. In addition, all dhrs are reviewed for accuracy prior to product release. One catheter was received for analysis and investigation. Visual inspection was performed, and it presented severe signs for use. The catheter was separated in two parts, the hub and the shaft. The hub connector was received in the closed position. Dimensional testing was done finding that the measurements are within specifications. As per the instructions for use (IFU), the customer must perform a visual inspection before using the device. The IFU states to not use the catheter if it appears damaged or defective and instructs to snap the two components together making a tactile click being sure the connection is secure. It instructs to visually inspect the connection to ensure the connector arms are fully seated and if they are not to push the connector until both arms are fully seated. With the available information and based on the analysis, the most probable causes are related to usage; catheter tube not fully inserted in locking ring or seated against the hub, or excessive force during use. It must be noted that in-process are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.